Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer2.1 and 2.2 failed consistently. A field service engineer (fse) ran final test on both auxiliary drawer 2.1 and 2.2, removed the debris from drawers. Further the fse replaced the retractor band to drawer 2.2 but still the pockets were not seen. Then the fse replaced the individual drawer control board and thoroughly tested the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 2.1 and 2.2 consistently failed over the past two weeks with an error message indicating that the device was not on the bus. Restarting the station at times resolved the issue. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.